Event description:
Ethicon medium multiple clip applier was requested. The item was delivered to the field. One clip was applied by surgeon. Following the first firing, the device froze and subsequent attempts to fire the clip failed. A new device was delivered to the field. This device worked properly. No harm came to the patient.